Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries were replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the displayed an error code message. Also, the customer indicated the system created fluoroscopy x-ray without command. No pt or staff injury was reported.